Manufacturer narrative:
The reflector pressure transducer printed-circuit (pc) board was replaced and returned for investigation together with the device logs covering the time of the reported event. The investigation of the reflector pressure transducer pc board was found with a defective pressure sensor. The pressure sensor consists of 4 laser trimmed resistors and a feedback resistor. One of the resistors' value was not in line with the others, and was thus causing an incorrect offset value leading to the failures of the pressure transducer sub-test as reported. The received device logs also confirms the offset value being below the allowed limit.

Event description:
(B)(4).

Manufacturer narrative:
November 13, 2015 10:27 am (gmt-5:00) added by (B)(6): more information surrounding the event has been sought. A supplemental medwatch report will be provided when the investigation is finished.

Event description:
It was reported that the pressure transducer test failed during system check out. The reflector pressure transducer offset was out of range. There was no patient connected to the anesthesia workstation at the time of the event. (B)(4).